Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump won't turn on. The customer attempted to resolve the issue by charging the pump; however, the pump would not turn back on despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.